Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the home choice (hc) during drain 1. The home patient (hp) cycled the power and received a system error 2367 alarm. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and there were no patient extension lines being used. The patient line had not separated from the transfer set, and the patient had not pressed 'go' prior to connecting. The hp had disconnected to use bathroom and stated that he had capped his catheter. The hp was unsure if he had capped the patient line. The patient had reconnected. The technical service representative (tsr) advised that the hp would need to start over with new supplies and proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not be confirmed. The root cause was undetermined. The label review found the labeling adequate for the possible use error in this complaint. A follow-up MDR will be submitted if any additional information is received.